Event description:
It was reported that there was high scv (superior vena cava) coil impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defibrillator conductor was found to be fractured. It was also noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, and there was tissue present on helix.